Manufacturer narrative:
The lot number was provided. A review of the approved device history records indicated the lot met all release criteria. A lot history trending review was performed and there were no similar complaints for this lot number. The coil remains implanted and the remainder of the device was discarded at the user facility; therefore, a product analysis could not be performed. The root cause cannot be determined.

Event description:
It was reported that during embolization treatment for an endoleak, the coil unexpectedly detached without use of the controller. The position of the coil was deemed satisfactory and left in the aneurysm. No intervention was performed. There was no reported patient injury.